Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 3 in the mouth, primary stability was not achieved. An implant was placed in a different site. Clinician reports patient had an infection, bone loss, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that the dental implant was removed to be installed in other region.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 3 in the mouth, primary stability was not achieved. An implant was placed in a different site. Clinician reports patient had an infection, bone loss, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that the dental implant was removed to be installed in other region.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 3 in the mouth, primary stability was not achieved. An implant was placed in a different site. Clinician reports patient had an infection, bone loss, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).